Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to charge their ins starting one month prior to the report. Prior to the inability to charge, the patient was having issues getting good charge quality and was unable to get higher than 4 bars. The rep was unable to read the ins, and it was replaced on (B)(6) 2018. The issue was considered resolved. No further complications were reported.